Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was showing a red call doctor due to an unknown reason and one yellow sending wave. The patient was referred to the clinic. A boston scientific company representative advised the patient to have the communicator power cycled. The communicator issue was resolved. This ICD system has exhibited out of range shock impedance measurements for several months. No adverse patient effects reported. The ICD remains in service. No adverse patient effects were reported.